Event description:
The customer contacted physio-control to report that their device had an event code logged in the device's memory. The event code can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by a third party service provider and the reported issue was verified. The device was re-calibrated. The device passed functional and performance inspection and was returned to the customer. The root cause could not be determined. H3 other text : device not returned for evaluation

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had an event code logged in the device's memory. The event code can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.